Event description:
Boston scientific received information that this left ventricular (lv) lead was not providing pacing therapy when it was needed. The lead had sustained a fracture and was removed from service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection identified damage to the lead insulation and conductor. Resistance testing confirmed the lead was not electrically continuous. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.